Manufacturer narrative:
The field service engineer found a broken wire on the probe and replaced it. The customer ran all qc. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas 6000 e 601 module. The initial result was 0.576 miu/ml and was reported outside of the laboratory as <1 miu/ml. The doctor questioned the result and the sample was repeated with a result of 490 miu/ml. The reagent lot number was 51653905. The expiration date was requested but was not provided.